Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 8 was not opening. A field service engineer (fse) shutdown the station and reseated pyxibus cable. Then reseated the retractor band and row board cable (partially connected) on drawer 8. Then cleaned up the area behind and under medstation, also thoroughly cleaned off layer of dust on e-compartment fan. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis duostation main tower, all cubies in the drawer 8 was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.